Event description:
During an in clinic follow up, noise resulting in oversensing and a loss of capture were noted on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were noted. Technical support recommended further investigation via provocative testing again. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.